Event description:
The pt was experiencing jolting while using her electric toothbrush and while driving over speed bumps. The device had been deactivated several months prior but the pt was still experiencing the jolting sensations. The device was explanted per pt request and returned. The device was not replaced. There were no pt injuries and the pt recovered without sequela.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.